Event description:
Customer reported a malfunction on the pump. There was no adverse impact their blood glucose (bg) level. The technical support team assisted in attempting to reset the pump; however, the issue persisted. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).